Event description:
It was reported that this device had observations of noise and had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, the device was explanted and replaced without sequela. The device was planned to be returned to the distributer for analysis. No additional adverse patient effects were reported.